Event description:
It was reported that during a da vinci surgical procedure, one of the cables snapped, frayed, and was hanging out of the end of the large suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found scratches on the surface of the instrument's distal pulley. No other damage was found.

Manufacturer narrative:
The large suturecut needle instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.